Event description:
Pt had gastric bypass performed in 2003. In 05/2003, pt was not doing well, suspected leak. Pt went back to surgery where 2 leaks were found. Leaks appeared to be mid-staple line. U.s. Surgical rep contacted.